Manufacturer narrative:
(B)(4). Image review: copies of the fluoro runs and images from the case were provided and clearly depict an endoanchor which is deformed and broken. The report claims there was no evidence of calcium/thrombus at the target zone, although calcium/thrombus cannot be identified in the case images. Device evaluation: the heli-fx applier utilized in this case was returned for analysis without the associated endoanchor cassette. Returned device failure analysis form. Inspection of the returned heli-fx applier found significant corrosion in the tip of the heli-fx applier. Additionally, an unrelated fracture of the d-driver was observed as the d-driver was no longer housed in the tip of the applier. The broken piece was found within the bag the device was returned in. There was no endoanchor found in the bag or within the tip of the device. No fluid ingress or signs of corrosion were found within handle. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
The case was a primary aaa and the case was performed with a medtronic endurant aui (32x14x102)mm and aortic extension etcf (32x32x49)mm. During second stage deployment of the third endoanchor, the heli-fx applier encountered resistance and the motor strained to continue rotating. As a result of the resistance, the endoanchor broke into two pieces with one piece being deployed through the cuff, graft and vessel while the other part remained in the tip of the heli-fx applier. The heli-fx applier was removed from the patient and attempts were made to remove the broken endoanchor portion remaining within the device. The diagnostic images prior and during the case didn't show any evidence of calcium and or thrombus at the target zone for endoanchor deployment. A backup heli-fx applier was provided after the broken endoanchor. Subsequently, 5 additional endoanchors were deployed to successfully complete the case.